Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The evaluation confirmed that the ptfe pad was severely worn and there was no breakage of the ptfe pad. The mfg history was reviewed, with no irregularities noted. Based on the eval, we could not confirm the detachment of the ptfe pad which the user pointed. It is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.

Event description:
Olympus was reported the ptfe pad was fallen into the pt abdomen. The instrument has been used for 40 minutes in this case. Surgeon was alerted visually, no sound from the generator. There was tissue between the jaws.